Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of one battery revealed that battery passed visual inspection and functional testing. Failure analysis of three other batteries revealed that the batteries passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the batteries were not estimating the capacity accurately. This is an additional finding not related to the reported event. The most likely root cause of the observed abnormal relative state of charge event can be attributed to estimation errors. Of note, it was observed that two batteries had exceeded the useful operating life of 500 charge and discharge cycles. The high battery cycle counts are an additional observation unrelated to the reported event and can be attributed to the batteries reaching the end of their useful life. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to handling of the device. Additionally, visual inspection under 10x magnification revealed hairline cracks surrounding power port one. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log revealed no alarms were logged within the analyzed period. Analysis of the data log files revealed a premature power switching event that was due to a momentary disconnection involving one battery, as well as momentary disconnections that did not lead to premature power switching involving four batteries. Momentary disconnections will result in an audible tone or "beep". It is likely the momentary disconnections contributed to the reported "alarms". Log file analysis also revealed a controller power up event was logged on (B)(6) 2020, at 22:11:17. The data point logged in prior to the loss of power revealed that one battery was connected to power port one with 94% relative state of charge (rsoc) and another battery was connected to power port two with 26% rsoc. The data point after the loss of power revealed that one battery was connected to power port one and another battery was connected to power port two. No anomalies were recorded leading up to the loss of power. The controller was off for 12 seconds. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported premature power switching and beeping can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation evaluated momentary disconnections. Additional products: (B)(6) d10: yes, return date: 17-mar-2020 dev rtn to MFR? Yes h6: FDA method code(s): 10,4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 (B)(6) d10: yes, return date: 17-mar-2020 dev rtn to MFR? Yes h6: FDA method code(s): 10,4112 h6: FDA results code(s): 3213, 104 h6: FDA conclusion code(s): 12, 4307 (B)(6) d10: yes, return date: 17-mar-2020 dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 104, 213 h6: FDA conclusion code(s): 4307, 133, 12 (B)(6) d10: yes, return date: 17-mar-2020 dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 104, 213 h6: FDA conclusion code(s): 4307, 133, 12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 16-nov-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 16-nov-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-jun-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-jun-2017, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and the batteries exhibited power switching. The controller exhibited an unexpected power loss and there were several alarms, especially at night. The controller and three batteries remain in use and one battery was removed from service. No patient complications have been reported as a result of this event.